Event description:
It was reported that the burr was stuck on wire. A 2.00mm rotapro and rotawire were selected for use. During the procedure, it was noted that the device has stalled at 180,000 rpm on the first attempt. Since it did not function after that, device was removed together with the wire. The procedure was completed with another of the same device. There were no patient complications reported post procedure.